Event description:
It was reported by service report that the breakaway headsection would not lock and the height adjustment racks were bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Release crossbar, height adjustment racks.